Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/21/2014).the lay user/patient¿s meter has been returned on 07/11/2014 and evaluated by lifescan product analysis on 07/15/2014 with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 8-10x per day. The patient manages her diabetes with humalog insulin (6-14 units in the morning, 20-26 units in the afternoon and 8-14 units in the evening) and lantus insulin (22 units in the evening). The alleged issue began the week of (B)(6), 2014. Results obtained at that time were not specified; however, on (B)(6), 2014, the patient reported a blood glucose result of ¿137 mg/dl¿ with the subject meter. The patient also reported a nurse had drawn a blood sample for laboratory testing. On a later date, the patient was informed the result of the laboratory test was ¿94 mg/dl.¿ however, based on the result obtained with the subject meter at that time, the patient reportedly administered an increased dose of humalog insulin (12 units instead of 8-10 units). A couple hours after, the patient claimed she felt low blood glucose symptoms of dizzy, blurred sight, hot flashes and numbness on the tongue. The patient drank (B)(6)and ate a bit of (B)(6) as treatment. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/10/2014).the lay user/patient¿s products have been returned, and were evaluated on 06/04/2014 by lifescan product analysis with the following findings:the test strips were tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.